Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6 the complaint has been confirmed by visual evaluation. Visual evaluation of the returned products identified that the outer cartons have been damaged and sterile cavity has damage on the flange. Sterility has been compromised. Device history record (DHR) review identified no deviations or anomalies during manufacturing. The likely condition of the product when it left zimmer biomet control was conforming to specifications. The root cause is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Device was returned with damaged packaging and sterility compromised.